Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include difficulties in breathing and nausea. Once at the hospital the patients pod was removed and the patient was treated with intravenous fluids and lab work was performed. The patient was prescribed lantis insulin (18 units x 2 a day) and novolog 6 insulin (8 units) to be taken before every meal. Both insulins to be used for 30 days in place of using the omnipod pump. The pod will not be returned as it has been discarded.